Event description:
It was reported that there was a csf leak. It was noted that the catheter dislodged from the anchor. It was reported that refill/programming occurred (B)(6) 2014. It was noted that the patient resolved without sequelae on (B)(6) 2014. It was reported that interventions included device surgical revision. It was noted that the catheter was re-anchored on (B)(6) 2014. It was reported that diagnostic methods included surgical observation. It was noted that diagnostic results showed the catheter dislodged from the anchor on (B)(6) 2014. It was reported that etiology was surgery/anesthesia. It was noted that it was not related to the device or therapy and was related to implant procedure. It was reported that the pump was used to infuse dilaudid and bupivacaine. It was noted that the patient¿s symptoms included mild headache.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).